Manufacturer narrative:
A philips rse provided troubleshooting. The rse identified the following: no data monitor" inop in all the sectors. Site is not reachable on prs. Device status show all picix hosts in connected mode but all routers and network switches offline. The bedside monitors are getting an ip address that is reachable on the network but not associating with the surveillance stations. There are 3 surveillance stations (moedov1, moicuov1, moicuov2) in this morrisville location and all are affected. I had customer place moicuov2 in service mode and the monitors started to communicate with it. Ci master for this location = moedov1. Based on the information found during troubleshooting the rse had customer reboot the ci master. It was determined that the issue was caused by a multi cast issue. It was unknown what caused the multi cast issue, but the issue was resolved by rebooting the ci master.

Event description:
It was reported that the monitors in the emergency department (ed) and intensive care unit (ICU) are not communicating with the central station, unable to receive wave forms. The device was in use on a patient at the time of the event. There was no adverse event reported.